Manufacturer narrative:
(B)(4). Additional concomitant medical products: 15-105004, m2a taper liner, 021690; 103535, ti low profile screw, 209080; 103535, ti low profile screw, 358720; 103207, taperloc por fmrl, 675870; 15-103692, m2a-t univ 2-hole shl, 680910. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was underwent a hip revision 14 years post operatively due to unknown reasons. Review of the x-ray by a third party healthcare professional noted radiolucency in the acetabular region. Attempts have been made and no further information has been provided.